Event description:
It was reported that when the patient was hospitalized for heart failure, device interrogation revealed several inappropriate atp and hv shocks due to af with rapid ventricular response. The physician noted that in some cases where the ventricular response was greater than the vf cut off zone, atp therapy was inefficient in converting the arrhythmia. Changes to patients meds and program settings were made. The patient was hospitalized. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.